Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, it was reported that the patient was driving and felt her hands and feet start to ¿tingle¿. The patient pulled over and stopped in a shop where 911 was called. Ems arrived and the patient's bg meter reading was 38 mg/dl. The patient could not recall the cgm comparison value at this time, but did allege a cgm inaccuracy. The patient was treated with glucose and an unspecified IV. The patient was then transported to the ER. At the ER, the patient's vital signs were taken, however, no further medication or treatment was provided to the patient. The patient was brought to the ER by ems as they wanted to rule out that the patient wasn¿t having a heart attack due to the tingling feeling in her hands and feet. It was not specified how long the patient was in the ER. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.